Event description:
It was reported that prior to starting a da vinci surgical procedure, a broken cable was identified on the mega needle driver instrument during set up.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip cable to be broken at the distal idlers. The idler pulley spun freely and exhibited pulley rim and face damage. The cable segment stuck out at the wrist. The other cables at the wrist were undamaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the broken cable if to recur could cause or contribute to an adverse event.